Manufacturer narrative:
Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624.014.a716usqsbgxb1 smartphone hardware: sm-a716u cgm sensor type: g7 according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she sought medical attention on (B)(6) 2025 at the hospital. The patient reported that the cannula became dislodged, allowing air to reach the site, which led to an infection. The patient was discharged on (B)(6) 2025. The primary symptom she experienced was pain. The diagnosis she received was cellulitis, and she was treated with intravenous (IV) and antibiotics. The pod was worn longer than 48 hours on the leg.